Event description:
The customer reported that his blood glucose reached 22.0 mmol/l (396 mg/dl) less than 36 hrs after the pod was activated. The adhesive pad was wet and she could smell insulin leaking. Upon inspection, she noticed the cannula was out of the skin.

Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula dislodged from the insulin site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.